Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Reportedly, customer reverted to manual injections for insulin therapy. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.